Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between sensor glucose (sg) and blood glucose (bg) meter readings and provided the below examples for review. Date time sg value bg value a. (B)(6) 2025 7:39 am 106 mg/dl 187 mg/dl b. (B)(6) 2025 9:21am 118 mg/dl 186 mg/dl c. (B)(6) 2025 10:22 am 108 mg/dl 152 mg/dl. D. (B)(6) 2025 11:23 am 106 mg/dl 131 mg/dl. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. Visual inspection of the returned sensor revealed that a portion of the hydrogel was missing over the reference channel and on the back of the sensor. This damage was likely caused by excessive force from removal clamps during sensor explant and is unrelated to the user's complaint. Investigation showed instability in the reference channel, potentially due to dimming of the led light caused by a broken connection. However, assessment of the reference channel instability was not possible during in-house testing due to the hydrogel damage observed upon receipt. The reference channel instability mostly likely contributed to the inaccurate glucose readings reported by the customer. As part of the resolution, a replacement sensor was provided to the customer. B4.date of this report 21 july 2025. D9 device available for evaluation? Yes on 19 may 2025. G3.date received by the manufacturer? 21 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.